Manufacturer narrative:
Other text: b3: date of event and d4: UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the front case was broken. Patient involvement is unknown.

Manufacturer narrative:
Device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. The exact cause could not be determined; however, based on the reported problem, the most probable cause would be a cracked front cover from physical damage. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. If the product is returned, the manufacturer will reopen this complaint for further investigation. G2 email is: (B)(4).